Event description:
On (B)(6) 2022, the nurse found the flow rate was inaccurate during the injection and the injection was stopped in time. Then nurse contacted the equipment department for repair, and the patient was injected with a new pump.the hospital thought this issue may cause harm to the patient. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model injectomat agilia) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. Based on available information, the root cause of the reported issue remains unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.